Manufacturer narrative:
Failure analysis confirmed that the insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor (gold). The insulin pump passed the displacement, rewind, basic occlusion, occlusion and no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was unknown. The customer did not state any significant events leading to the alarm. The insulin pump will be returned for analysis.